Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display was air bubble in top left of screen and makes it was hard to see. The customer¿s blood glucose level was unknown. Customer also reported that unexplained no delivery alarm and diminished battery life from first day of receiving the insulin pump. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Device received with cracked lcd window. (B)(4).